Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with two scs leads from the same lot number. It was reported the patient experienced a fall some time in (B)(6) 2013 and is unable to turn up her scs system's stimulation amplitude. A system's diagnostic performed showed multiple invalid contacts. Reprogramming was able to provide the patient with effective stimulation, however, due to the multiple invalid contacts a lead fracture is suspected. Surgical intervention to address the issue is planned for a later date.